Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold, infrequently low impedance and over-sensed noise leading to inappropriate automatic mode switches. The ra lead was explanted and replaced. The patient is in stable condition.